Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pump was explanted on (B)(6) 2015. The patient''s lvad was malpositioned due to weight gain, and the patient exhibited aortic insufficiency and unspecified heart failure symptoms. The lvad was exchanged for another manufacturer''s device. It was reported that upon explant there was no evidence of thrombosis in the lvad. The lvad was disposed of.

Manufacturer narrative:
Approximate age of device: 50 days. The lvad was disposed of at the user facility and therefore was not available for evaluation. A review of the device history record revealed that the device met applicable specifications. It was reported that the patient had gained weight, which may potentially impact device position and that no evidence of thrombus was noted upon explant. No further information is available. The manufacturer is closing the file on this event. Placeholder.